Manufacturer narrative:
Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's scs system was unable to be set to MRI mode. The patient controller displayed an error message. The patient reported experiencing multiple falls recently. Follow up information received identified surgical intervention was taken and the patient's scs system generator was replaced. Postoperative, the system was able to enter MRI mode and the reported issue was resolved.